Event description:
A malfunction was reported, identified by code malf 16, which was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump and confirmed the customer would use multiple daily injections (mdi) as backup therapy. The customer was instructed on returning the faulty pump and confirmed knowledge of storage procedures.